Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Complaint history and monarch product history records were reviewed and documentation indicates the product met release criteria. There has been (B)(4) other complaint reported in the lot number. A root cause has not been identified. (B)(4).

Event description:
A doctor of ophthalmology reported that during intraocular lens (iol) implant procedures, the cartridges burst during implantation of iols in the "normal" diopter range, and there are cracks. There was contact between the product and patients, but no patient impact. Additional information has been requested.

Manufacturer narrative:
The product was not returned. The customer indicated the use of a non-qualified lens model; the lens model reported is not qualified for use in the reported cartridge model. Iol product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause is most likely related a failure to follow the dfu (directions for use). The customer used a non-qualified lens/cartridge combination. The use of non-qualified combinations may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).